Event description:
The clinician reported that 8.5 months after the dental implant was placed in ada site 13 of the patient's mouth, the implant had not achieved osseointegration in type iii bone. The clinician reported that insufficient bone quality and quantity could have influenced the event. The product will be forwarded to the manufacturer for investigation. The patient reported pain after the event, no additional complications were reported. (B)(4).

Manufacturer narrative:
Exemption number: e2015015. Instradent USA, inc is submitting the report on behalf of neodent - jjgc. Considering the surgical methodology, the dentist reported that the implant was immediately installed in an alveolus with signs of injury/ infection. The investigation of the complaint was carried out considering the analysis of the information given by the dentist in the guarantee form, visual conference of the product returned by the dentist and the evaluation of relevant production records.

Manufacturer narrative:
Exemption number: e2015015. Instradent USA, inc is submitting the report on behalf of neodent - jjgc.

Event description:
The clinician reported that 8.5 months after the dental implant was placed in ada site 13 of the patient's mouth, the implant had not achieved osseointegration in type iii bone. The clinician reported that insufficient bone quality and quantity could have influenced the event. The product will be forwarded to the manufacturer for investigation. The patient reported pain after the event, no additional complications were reported.